Event description:
The customer stated they had two 23khz cem nosecone button stick and stay activated. The devices were in contact with the patient but there was no harm to the patient. A 5 minute delay in surgery was reported. Additional information has been requested.

Manufacturer narrative:
Investigation completed (B)(6) 2017. Device history record (DHR) of the finish goods lot # 1163070 was reviewed to detect any anomalies that could have occurred during the packaging process of the product that could have contributed and/or be related with the reported condition being investigated. Manufacturing (pack) date: (B)(6) 2016. Review of complaint system since (B)(6) 2015 to april 2017 show ten (10) complaints (including the one being investigated) have been reported related to the reported condition in cusa nosecone family. Approximately 56,904 units of cusa nosecone products have been released from april 2015 to (B)(6) 2017, resulting in a complaint occurrence rate of approximately 0.00018. The evaluation of the returned c6623 cusa excel 23khz cem nosecones determined that they had failed. The reported complaint is considered to be confirmed.